Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient required an upgraded replacement of their implantable cardioverter defibrillator (ICD). During the surgery, it was noted that the patient's veins were occluded. The right ventricular (rv) lead was explanted and replaced. No further patient complications have been reported as a result of this event.